Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy and/or previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the right superior femoral artery (sfa). Following pre-treatment of the vessel with a diamondback orbital atherectomy device, a 6x40mm viatrac plus balloon dilatation catheter (bdc) was advanced through a 7fr sheath; however, the balloon ruptured on the first inflation to 6atms. The bdc was replaced with an armada 18 bdc and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.